Event description:
It was reported that during a cardiac ablation procedure, a pericardial effusion was noted on intracardiac echocardiography (ice) prior to the procedure and was observed to be larger following the procedure. Pericardiocentesis was performed, and 130 ml of bloody fluid was removed. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0232603171 and data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical cannot be assessed through data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.